Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak was not confirmed. Using a proxy syringe filled with water, negative was pulled and no bubbles were noted. The balloon was able to inflate to rated burst pressure (rpb) of 14 atmospheres and hold pressure with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the 4x40x135 rx viatrac balloon dilatation catheter (bdc) was unable to pull negative pressure. Therefore the bdc was not used in the procedure. The bdc was prepped per instructions for use (IFU). There was no patient involvement and no clinically significant delay reported in the procedure. Another viatrac bdc was used in the procedure. No additional information was provided.